Manufacturer narrative:
Event date updated to aug 1, 2018. Device was returned jan 14, 2019.manufacturing evaluation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, and a correlation to the reported events could not conclusively be established through this evaluation. The patient was seen in the clinic on (B)(6) 2018 and found to have elevated ldh believed to be from device thrombosis. The patient was admitted on (B)(6) 2018 for further work up and started on anticoagulants to wait for a heart transplant. The lvad pump was returned assembled with the driveline (dl) severed approximately 8.5¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, inlet conduit flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was returned attached to the inlet tube. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured around the outflow graft bend relief and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations. Visual examination of the pump¿s blood contacting surfaces upon disassembly of lvad pump also revealed no evidence of adhered or developed depositions or thrombus formations. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information reported that on (B)(6)2018 during the patient¿s routine follow-up labs was notable for a lactate dehydrogenase (ldh) of 648u/l , repeat test on (B)(6)2018 showed an ldh of 694 u/l. Patient was subsequently admitted for further work-up with concern for possible device thrombosis. A ramp echocardiogram done on (B)(6)2018 negative for pump thrombosis. On (B)(6)2018, labs were notable for a plasma free hemoglobin (hgb) of 28.4 g/dl and ldh of 545 u/l. A repeat ramp transthoracic echocardiogram (tte) was done on (B)(6)2018 and now positive for probable small non-obstructive thrombus. The patient remained on heparin drip throughout hospitalization and ldh down trended to and remained at 200s. Patient remained hospitalized until orthotropic heart transplantation (oht) on (B)(6)2018 and was discharged on (B)(6)2018. No additional information provided.

Manufacturer narrative:
Approximate age of device - 3 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on 03jan2019 that on (B)(6) 2018 the patient was admitted with a known thrombus and elevated ldh at that time. Patient was placed, and remained on suppressive heparin IV therapy in hospital for while awaiting orthotropic heart transplantation (oht). The patient successfully transplanted on (B)(6) 2018 and was discharged home on (B)(6) 2018. The explanted pump (B)(4) was returned for evaluation. No further information was provided.